Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert when attempting to charge the pump with a car adapter, and subsequently the battery gauge fluctuated. Reportedly, the battery percentage remained static at a value for 9 hours. The customer's blood glucose was 142 mg/dl. The customer reverted to an alternate method of insulin therapy.